Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, intermittent audio on the mobile device occurred. Additional event or patient information is not available. Data was provided for evaluation. The reported intermittent audio on the mobile device was not confirmed. A probable cause could not be determined via data.